Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. There was no prime anomaly noted during testing. The pump recognized a water filled reservoir during the occlusion test. The test reservoir volume matches the unit remaining in the status screen. The pump had a minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer states they had noted the cannula was bent. The customer states the pump screen was blank. The customer states they had not received any alarm. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.